Manufacturer narrative:
The technician replaced the siderail cable and membrane to repair the bed.

Event description:
Information received indicates there is no control functions at the left siderail due to a cut siderail cable. Copper wires were exposed.